Event description:
Account reported that surgeon had a patient with post-op overcorrection following recent excimer laser treatment of 2 diopters that required retreatment on (B)(6). Pre-op refraction re: -6.00/ -1.50x 180 best corrected visual acuity (bcva) 6/6. Pre-op refraction le : -7.50/-1.50x 175 best corrected visual acuity (bcva) 6/6. Lasik flap created with moira (microkeratome). Pre-keratometry reading: re 44.00 x 42.00 le 44.00x 42.40@178. Pachymetry readings: re 513 le 518. Post-op visit on (B)(6) : re +0.75/-0.25 x 90 le +1.75 bcva 6/6. Retreated both eyes on (B)(6) 2014. Post-op refraction: re plano; le -1.00 bcva 6/6.

Manufacturer narrative:
Surgeon reported that patient is doing well visually post-operatively with corrected vision 6/6. It seems to be isolated incidences and the surgeon does not believe the event was due to the laser. No reported over-corrections since the reported event. Placeholder.

Manufacturer narrative:
(B)(4). Clinical development manager (cdm) attended site with technical customer service specialist (tcss) to gather relevant data. Cdm discussed possible reasons: pre-operation over estimation of manifest refraction, accommodation, nomogram, age, dry eyes, etc. Discussed aspects of the intra-operative procedure for example prolonged treatment time can contribute to drying of cornea, as well as dry humid environment, recommended clinic record temperature and humidity. Discussed the importance of performing myopic sphere calibration every 2 patients or every hour if laser not in use due to delays between patient surgeries. Discussed the relevance of keratometry values and recommended clinic enter the patient keratometry values into software . Surgeon agreed that he will consider reviewing all his patients treated since january to determine if he needs to refine his nomogram adjustments for moderate to high myopes going forward. Discussed microscope magnification setting 1.6 mag, surgeon confirms he uses 1.6mag. Also discussed third oblique light with surgeon and surgeon will turn third oblique off for surgery. When onsite the tcss reviewed gas history log and check the calibration plastic. Plastics were all within specification. Checked daily calibration logs and all recorded information was ok. No additional issues while on site. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.